Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however grommet damage was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the generator showed noise in the atrial channel and there was a header/connection problem. The device was not implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that during the implant attempt, the generator showed noise in the atrial channel and there was a header/connection problem. The device was not implanted. No patient complications were reported as a result of this event.